Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that ins is dead/off and she feels as though her "bladder is being pulled out". Caller also noted that pt's hcp office said that the pt also claimed that a portion of the interstim system is "out of place" and pt wants the system replaced. No further patient complications are anticipated or expected as a result of this event.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that ins is dead/off and she feels as though her "bladder is being pulled out". Caller also noted that pt's hcp office said that the pt also claimed that a portion of the interstim system is "out of place" and pt wants the system replaced. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.